Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21 mm bioprosthetic aortic heart valve, implanted in the pulmonary position, was disabled in a valve-in-valve procedure due to stenosis. Implant duration of the surgical valve was fourteen (14) years, two (2) months. A transcatheter valve was implanted and the patient outcome was described as good, no issue.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.